Event description:
Philips received a complaint on the heartstart dfm100 indicating that operational check failed. There was reportedly no patient involvement. The fse evaluated the device on site. It was found the battery was depleted and needed charging. The battery was charged and the device passed the operational test. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was that the battery needed to be charged. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of <potential harm severity here s0 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The battery was charged to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.